Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open arteriovenous fistula procedure, during vessel ligation, half of the clips in the device worked properly then the device locked up on the handle and would not allow additional clip to deploy. The surgeon then used another device; however, the jaw of the device locked and the handle could not be squeezed after firing once. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the first instrument noted it was received fully applied. The ratchet function was engaged. The distal end of the channel cover was intact. The jaws appear to be co-planar. The handles were partially cycled. Functionally; the first instruments handles were cycled to test the ratchet, the ratchet system was not functioning properly. The instrument was disassembled to inspect the internal components and the ratchet system was damaged. The second instrument was received partially applied with three remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the firing stroke is not completed with the ratchet function on during use and pulling the handles apart prior to completing the handle compression. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.